Manufacturer narrative:
Batch review performed on 17 june 2019: lot 180042: (B)(4) items manufactured and released on 13 june 2018. Expiration date: 2023-05-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 2 months from the primary due to pain caused by a loose stem. The surgeon revised the stem, liner and head and the surgery was completed successfully.